Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "the pt underwent hip replacement surgery on or about (B)(6), 2007. "It was further reported that, "after implantation, the pt began experiencing and continues to experience audible sounds during motion emanating from the location of the device. As a result, pt underwent a revision surgery on or about (B)(6), 2009."